Manufacturer narrative:
The product remains implanted, therefore, no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a bioprosthetic valve, the valve was positioned at a desired level. Upon release from the delivery catheter system (dcs), the valve shifted superiorly on the non-coronary cusp side causing severe paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.